Manufacturer narrative:
His supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the event was caused by a failure of the circuit board. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the video system center exhibited an image failure. There were no reports of patient involvement.